Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Analysis of the device memory indicated a p-wave amplitude measurement issue. The p-wave amplitude was consistently below 0.5 millivolts. Analysis of the device memory also indicated atrial pacing capture threshold was elevated. The atrial capture threshold was initially 1.125 volts on (B)(6) 2016 and rose out of range by (B)(6) 2016. Analysis of the device memory further indicated atrial undersensing information. Atrial undersensing occurred due to small p-wave amplitudes observed on stored electrograms. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged. High thresholds and undersensing were noted. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.